Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is known to cause or contribute to pt injury, previously. Device issue: shaft separation. It was reported that the shaft of the rx voyager separated as the device was removed from packaging. Reportedly, there was no pt involvement with this device. No add'l event or pt info is available.

Manufacturer narrative:
Results code - a conclusive root cause could not be determined for the shaft separation. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood or contrast visible. The balloon was tightly folded. The distal shaft had separated with the inner member separately 1 mm distal to the guide wire exit notch and the outer member separating 3 mm distal to the guide wire exit notch. There was inner member damage, 1.4 cm proximal to the balloon proximal seal. There inner member was bunched, 1 mm distal to the distal end of the separation for a length of 8 mm. There were two kinks in the supporting mandrel, 1 mm distal to the guide wire exit notch and 8 mm proximal to the guide wire exit notch. There were four bends in the hypotube, 14 cm, 24 cm, 52.5 cm, and 61 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and the returned device analysis. Analysis of the returned device confirmed the separation, with the inner and outer members separated just distal to the guide wire exit notch. There was no blood or contrast observed on the returned device. The inner member was substantially bunched distal to the separation, and there was damage observed to the inner member where it was not bunched. The separation faces appeared to be stretched, as if force had been applied prior to the separation. It is possible that at some point during product preparation the rx voyager was loaded onto a guide wire; however, resistance was experienced between the devices such that the inner member became bunched and separated, which then led to a separation of the outer member. However, since there was no report of resistance with a guide wire this scenario cannot be verified. Therefore, a definite root cause for the separation cannot be determined. There were two kinks and four bends noted in the support mandrel and hypotube of the returned device, though these were not reported in the incident information. It is possible that this damage was the result of mishandling or packaging and shipment back to abbott vascular for analysis. It is not known how the kinks and bends may have been related to the separation of the rx voyager. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.